Event description:
It was reported that the implantable pulse generator (ipg) was stuck in an unseen episode. The diagnostics only showed some mode switching and the atrial arrhythmia trend was black. Reprogramming options were discussed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).